Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate electric shock due to oversensing noise. Technical services (ts) analyzed device episode data and determined that this was most likely due to sense b artifact being over sensed. It was also noted that the battery has dropped due to untreated events. As troubleshooting, ts recommended reprogramming the vector to secondary and verify device battery. The noise could not be reproduced with isometrics. There were multiple episodes with noise, but only one instance of electric shock. No additional adverse patient effects were reported. Currently, this electrode remains in service. According to additional information, there was another episode with oversensing of noise. Ts recommended reprogramming. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate electric shock due to oversensing noise. Technical services (ts) analyzed device episode data and determined that this was most likely due to sense b artifact being over sensed. It was also noted that the battery has dropped due to untreated events. As troubleshooting, ts recommended reprogramming the vector to secondary and verify device battery. The noise could not be reproduced with isometrics. There were multiple episodes with noise, but only one instance of electric shock. No additional adverse patient effects were reported. Currently, this electrode remains in service.